Manufacturer narrative:
This is 1 of 12 cases a customer reported to us from their four year experience using flexi-seal fms in their hospital. We first became aware on (B)(6) 2011. The company requested detailed information which would have required patients medical records review. The hospital could not accommodate this request due to lack of resources. The physician, who initially informed us, shared his best recollection of the events as reflected above. The event is deemed serious as it was life threatening, required surgical intervention and blood replacement. From a clinical perspective, a causal relationship between the device and this event is deemed possible although more detail in order to make a more definitive statement re: causality will not be forthcoming. (B)(4).

Event description:
Stated problem: bleeding. Patient of unknown age is treated in the medical intensive care unit for sepsis. Flexi-seal was in use. Patient developed bleeding (reportedly from low rectum and/or anal canal) and required suture ligation in the operating room. Patient's bleeding resolved.